Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer states media is contaminated. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details: bacteria or fungi contamination ¿ colony color? 2 different types of growths observed. Seems to be bacterial but unsure. Location of contamination ¿ surface or sub-surface: surface. Was organism gram stained or identified? No. Was media contamination noticed upon receiving or at a later time? Contamination noticed 1 week later. Upon receiving: who is the distributor and what temperature was media shipped? Vrw, cold packs included. At later time: storage temperature of media? Are sleeves sealed during storage? Stored at 4c, yes sealed. Any recent temperature excursions? No. Was contamination noticed before or after inoculation? Before."

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 22161, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2196602 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and three other complaints have been taken on batch 2196602 for contamination. No retention samples for this batch were available for investigation. Eighteen photos were received for this investigation. Photo one shows two plates on a lab bench. One plate lid is covered in condensate and inside of the plate cannot be seen, no ID. One plate has multiple white colonies growing inside the plate, no ID visible. Photo two shows two plates with visible colonies and no ID. Photo three is a duplicate of photo one. Photo four shows one sleeve of plates being held by gloved hand. Discoloration is visible on two of the plates inside the sleeve and no ID. Photo five is a duplicate of photo two. Photo six shows a gloved hand holding a sleeve of plates with one plate showing discoloration through the sleeve. Photo seven shows a gloved hand holding one sleeve of plates (lot 2196602 ref 221261) with 2 discolored plates inside the sleeve. Photo eight is a duplicate of photos one and three. Photo nine shows one plate with two large spreading colonies, no ID. Photo ten is a duplicate of photos two and five. Photo eleven shows seven contaminated plates with varying colony size, no plates have legible ID. Photo twelve is a duplicate of photos one, three, and eight. Photo thirteen is a duplicate of photo four. Photo fourteen is a duplicate of photos two, five, and ten. Photo fifteen is a duplicate of photo six. Photo sixteen is a duplicate of photo seven. Photo seventeen is a duplicate of photo nine. Photo eighteen is a duplicate of photo eleven. No return samples were received for investigation of this complaint. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. This complaint has been confirmed based on the trend. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer states media is contaminated hazard, injury or erroneous results? No hazard, injury or erroneous results details bacteria or fungi contamination ¿ colony color? 2 different types of growths observed. Seems to be bacterial but unsure location of contamination ¿ surface or sub-surface: surface was organism gram stained or identified? No was media contamination noticed upon receiving or at a later time? Contamination noticed 1 week later upon receiving: who is the distributor and what temperature was media shipped? Vrw, cold packs included · at later time: · storage temperature of media? Are sleeves sealed during storage? Stored at 4c, yes sealed · any recent temperature excursions? No · was contamination noticed before or after inoculation? Before"